Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer experienced a blood glucose (bg) level of 600mg/dl and moderate levels of ketones. A manual injection was administered to address the bg and ketone levels. The customer performed troubleshooting on their own prior to contacting tandem technical support (cts) and stated that they did not observed any insulin exiting the cartridge pigtail leading cts to believe that the occlusion could have resided within the cartridge. The customer changed their pump supplies in order to resolve the occlusion alarm. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.